Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the patient developed endocarditis. The device and leads were removed. No further patient complications have been reported as a result of this event.